Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. The customer needed to recalibrate because the rubella negative control was out of range. The customer was advised to re-run the negative control and upon re- assay, the negative control was within range. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.